Event description:
It was reported that the lead was explanted 3 months after the implantation due to an exit block. In x-ray the fixation helix appeared to be not completely extended. During the revision on the (B)(6) 2019, the lead could not be repositioned as the fixation helix was not extendable.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The visual inspection showed that the inner conductor helix was kinked between the tip electrode and the ring electrode. The analysis showed that the cause was probably excessive mechanical stress during the surgery, which impaired the functionality of the fixation mechanism. Further inspection showed cuts in the insulation and deformations of the outer conductor helix, which were most likely caused during the explantation. The analysis showed no other deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.